Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (ongoing, doses, routes, frequencies and duration were not reported). At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information could be provided as the reporter declined follow-up.